Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the mobile view station (mvs) uninterruptible power supply (ups) battery wasn't lasting as long as it should. The ups battery was replaced. The line power light indicator was also replaced on the system. The imaging system then passed the system checkout and was found to be fully functional. The led light indicator was returned and testing was performed on it; it was observed that the led does not illuminate when power is applied. However, it was noted that it is an indicator light and does not affect power to the monitor or computer. Thus, the reported complaint was not confirmed because the testing results do not pertain to the reported issue. The ups battery was returned to the manufacturer but was under analysis at the time of filing. Device manufacturing date is unavailable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the mobile view station (mvs) was unplugged from the wall, the mvs monitor would immediately turn off. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: analysis was completed for the uninterruptible power supply (ups) battery that was returned to the manufacturer. Through visual/physical examination and performance testing, the reported issue was confirmed. The ups was charged for at le ast 6 hours. A load test was performed and the ups was only able to stay on for 2 minutes, failing the required minimum of 5 minutes. The battery would no longer hold a charge. It was determined that there was an electrical failure with the ups battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.